Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, a sorbafix enhanced device was used. It was reported that the device fixated first four fasteners successfully and during fifth fastener, it did not fixate. It was reported that there was no loose fastener present in patient's body and the fastener was deployed around the cooper¿s ligament with adequate counter pressure applied. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced failed to fixate. Evaluation of the photo and sample is inconclusive as the device was received with all 15 fasteners have been deployed prior to the sample return. Functional and simulated use testing could not be performed. Photos provided are unclear if the image is showing a loose fastener as none were reported to have been loose in the body. Photo review does not assist in determining root cause. No manufacturing anomalies were found. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.